Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, a system message displayed. The system could not be rebooted. The patient was transferred to another hospital to complete the case. Additional information was received indicating during ultrasound oscillation, suddenly there was no oscillation. The cataract grade/hardness was noted "3.5." The system was restarted. Consumable pack and phaco handpiece were replaced. The patient's incision was sutured, and the patient was transferred to another hospital. The patient was released in good condition.

Manufacturer narrative:
The system¿s operator¿s manual states: ¿the system battery can only be serviced by a factory-trained company service engineer. Access by untrained personnel can lead to injury. A qualified technician must perform a visual inspection of the following components every twelve months: warning labels (see section one of this manual), power cord, fuses. Inadvertent pressing of standby switch when system is active will cause unit to shut down.¿ the system was examined and the reported event was not replicated. However, the ultrasound printed circuit board (pcb) and the (can) cabling were replaced as a preventive measure (pm) .the system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 4, 2010. Based on qa assessment, the product met specifications at the time of release the reported event was unable to be replicated, and multiple components related to the reported event were replaced as pm. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).